Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing high impedances, and then it was later discovered that the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Conclusion: the report event of impedance issue was not confirmed. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.